Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameters and usage information, the device was found to be below the expected limits. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.

Event description:
It was reported that rapid battery depletion was observed. The physician made the decision to explant the device once the device reaches eri. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.